Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a single shock impedance measurement of zero. Shock impedance measurements were steady in the 50 ohms range before and after the low measurement. A commanded shock was delivered with a measurement of 60 ohms. The system was tested in rv-can and rv-ra with acceptable measurements. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and continued monitoring. No adverse patient effects were reported.